Manufacturer narrative:
Device evaluation: the evaluation of (B)(4) confirmed internal driveline wire damage that would have contributed to the reported event. The pump was returned assembled with the driveline cut approximately 3 inches from the pump housing and the distal portion of the driveline was also returned. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The sealed outflow graft was also returned detached from the device. The outflow elbow was returned attached to the pump¿s outlet port. The sealed outflow graft bend relief was not returned. Evaluation of the inflow conduit and the sealed outflow conduit revealed no evidence of developed depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(4) also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. The driveline was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. Visual inspection of the pump-end wiring revealed breaches to the insulation of the brown and red wires approximately 3 inches from the pump housing. Examination of the distal section of the driveline revealed a breach to the insulation of the green wire, approximately 3 inches from the cut end. If the exposed conductors of the brown, red, or green wires contacted the braided shield while operating on the power module, the resulting short to ground would have resulted in the alarms that were confirmed through the analysis of log file that was provided by the account. The reported event also could have resulted from a phase-to-phase short if the exposed conductors from these wires made direct contact with each other or simultaneous contact with the braided shield on either the power module or battery power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 5 years and 5 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that upon device interrogation, a sudden drop in speed occurred and a low flow alarm sounded when the patient moved their torso while connected to the power module patient cable. The vad coordinator immediately connected the pump to battery power and normal vad parameters resumed. The patient was then connected to an ungrounded patient cable and the percutaneous lead was inspected for external damage, but no external damage was noted. The patient was asymptomatic. The manufacturer's technical services representative reviewed the log file and confirmed multiple low speed advisories at the end of the log file when the patient was supported by the power module. A review of submitted x-ray images found possible areas of concern on the internal portion of the percutaneous lead. The patient was provided with ungrounded patient cables for use when on power module support. The patient was listed as transplant status 1a on (B)(6) 2016 and received a heart transplant on (B)(6) 2016.